Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle on the sensor broke off. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the sensors would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Sensor performed continuity resistance test and sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm insulin pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Remaining cannula found with cannula broken. Broken part is missing. Inspected needles for burrs/hooks and dull needle tip defects and none were found. Both introducer needles passed per specifications.